Event description:
As reported, approximately six years post initial left tha, the 75 y/o female patient had a revision and the cup/head were removed. Patient's was revised only to exactech femoral head 36mm +10, but acetabular components were revised to competitor's devices. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain images or x-rays. The devices are not available for evaluation due to hospital policy.

Manufacturer narrative:
Pending evaluation (d10) concomitant device(s): - acumatch gxl 15 deg liner 28mm sz f (cat# 132-28-26 / serial# (B)(6). - 50mm acumatch shell (cat# 120-01-50 / serial# (B)(6). - bone screw (cat# 120-65-20 / serial# (B)(6).